Event description:
It was reported that the customer received no delivery alarms during bolus. It was stated that the reservoir is not empty. Customer was instructed to perform a 5 unit fixed prime; insulin did not exit the tubing and the insulin pump alarmed no delivery. Customer to push insulin through the tubing with a plunger and insulin does not exit with manual prime. Customer was advised to change the complete insulin set and reservoir. The insulin pump passed the high pressure test. Blood glucose value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.